Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, pinhole at bending section cover, black dot on the video due to charged coupled device (ccd) unit breakage, video connector/ electrical connector corroded, switch 4 deformed, angle-wire worn out, defected acoustic lens, electric contact on the ultrasonic connector corroded, connecting tube protector cut, and coating at the connecting tube peeled off. (Over 1mm2). The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera ultrasonic bronchofibervideoscope was found leaking at the channel. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the coating at the connecting tube was found peeling off. (Over 1mm to 2mm). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress and/or handling. The instructions for use (IFU) states the following regarding handling/inspection of the device: "chapter 3 preparation and inspection: 3.2 inspection of the endoscope: 6. Holding the insertion section gently with one hand, carefully run your fingertips over the entire length of the insertion section in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion section is not abnormally stiff." Olympus will continue to monitor field performance for this device.